Event description:
It was reported in a service report that there was fluid leaking from the bottom of the stretcher at the foot end. The stretcher had never been put into use prior to discovery of this issue. There was no pt involvement and there were no adverse consequences associated with the reported issue.